Event description:
It was reported that during procedure, the device malfunctioned as soon as it was activated for use, failing to transmit energy. After opening a second fiber, the treatment was completed without patient complications. Analysis of the returned device identified an internal connector fracture.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The visual inspection concluded that the fiber was received in one piece, there were no defects on the fiber body. During the microscopic analysis it was observed that the fiber tip was in good shape. There was light exiting the connector face, indicating an internal connector fracture. In addition, the inspection confirmed the connector presented severe burn marks. The fiber was functionally tested, and results affirmed the aiming beam was dim. It is likely that this connector fracture could result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed, leading to the reported event. The device history record (DHR) confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. A risk review was completed and confirmed that the reported allegation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.